Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure despite setting the device to surgery mode. Attempts to recover ipg were not successful. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3 - date of event is estimated.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.